Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 18091953, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed a wound infection at the ipg and lead incision sites. Symptom was discharge from the incision site. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.